Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and had over delivery and reasons of alleging insulin pump was over delivering had wake up with lows. Customer's blood glucose value was 49 mg/dl, 129 mg/dl, 45 mg/dl, 50 mg/dl, 267 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with pills and eats carbs and treated with glucose tablet. Customer will not be returned insulin pump for analysis.